Event description:
A discordant, falsely elevated troponin result was obtained on one patient sample on a dimension rxl max with hm instrument. The discordant result was reported to the physician(s) through an auto-release configuration. The operator of the instrument questioned the result and called the physician(s) immediately to indicate that the sample would be rerun. The sample was then rerun on an alternate instrument and resulted lower. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely elevated troponin result.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). After evaluation of the instrument data, the tsc specialist did not find an instrument malfunction. The instrument had produced a result monitor alert when the sample was processed. No errors were found on subsequent samples. The cause of the discordant, falsely elevated troponin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.